Manufacturer narrative:
Qn#(B)(4). The reported complaint of high baseline and system error3 alarms was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due the alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
"Alarm for high baseline appeared and after inspection on the catheter and tubing the pump was restarted. After a few minutes of use the system error 3 alarm appeared instead and the pump was not able to be used, because every time it was restarted the system error 3 alarm keeps appearing. After switching with another iabp the patient conditions was stabilized". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
"Alarm for high baseline appeared and after inspection on the catheter & tubing the pump was restarted. After a few minutes of use the system error 3 alarm appeared instead and the pump was not able to be used, because every time it was restarted the system error 3 alarm keeps appearing. After switching with another iabp the patient conditions was stabilized". The patient's current condition is reported as "fine".